Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue due to the ac power adapter lemo connector pin#4 being burned. The service technician scrapped the ac power adapter. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel ac power adapter light goes out when the unit is plugged into the ventilator. The customer tried the ac power adapter on two additional ventilators. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.